Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was received and reviewed. Oversensing and undersensing were observed during episodes of ventricular fibrillation that were indicated to have been successfully treated. The r-wave trend was also noted to be diminished. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.